Manufacturer narrative:
Analysis of historical records orthofix (B)(4) checked the internal records related to the controls made on the device code 93410 lot v1383477 (lot laser-marked on the component code 934110) before the market release. No anomalies have been found. The original lot, manufactured in 2014, was comprised of (B)(4) devices. All of them have already been distributed to the market. Technical evaluation the returned device, received on july 11, 2016 is currently under technical evaluation. We will provide you with a follow up report as soon as the results of the technical evaluation are available. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation is currently on going and will be finalized once the results of the technical evaluation are available. Orthofix (B)(4) has requested further information on the event, to the distributor, such as patient's information, surgery description, information on patient current health condition, if the fixator removed was replaced, if the patient was already at the end of the treatment, treatment outcome. Unfortunately no further details were provided so far. As soon as further information are available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); surgeon name: dr. (B)(6); date of surgery: (B)(6) 2016; body part to which device was applied : elbow; problem observed during: clinical use on patient / intraoperative; type of problem: device functional problem; event description: while putting the screw for closing strut at humerus, galaxy elbow fixator broke; fixator was already at patient, surgery was only performed for starting movement. Flexion screw was opened, then fixator broke. After break down of fixator, the fixator was merely removed. The complaint report form indicates: the device failure did not cause adverse effects to patient; the surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; copies of the operative report are not available; copies of the xrays images are not available. (B)(4).

Manufacturer narrative:
Analysis of historical records orthofix (B)(4) checked the internal records related to the controls made on the device code 93410 lot v1383477 (lot laser-marked on the component code 934110) before the market release. No anomalies have been found. The original lot, manufactured in 2014, was comprised of (B)(4) devices. All of them have already been distributed to the market. Technical evaluation the returned device, received on july 11, 2016 was examined by orthofix (B)(4) quality engineering department. The device was subjected to visual check as per orthofix (B)(4) design and product specifications. The visual check evidenced that the device is broken in one point in correspondence of the connection for 12 mm bars. The failure seems related to a stress corrosion cracking. The dimensional check did not evidence any anomalies. It was not possible to perform the functional check as the device is broken. The results of the chemical, mechanical and failure analysis performed by an external laboratory on device related to orthofix complaint ref. (B)(4), MFR report number 9680825-2016-00063 (same device, same production batch, same characteristics of the failure of the present event, same dimensions measured) are applicable also to this event and they evidenced the following: the analysis of raw material confirms its conformity to specifications. The rupture shows a characteristic morphology, that is not related to pure mechanical events (overload, fatigue, etc.): its progression is parallel to the outer surface of the item, with an exfoliation morphology which is typical of intergranular corrosion phenomena. The microstructure is characterized by intermetallic compounds, indicating an ageing treatment. It must be pointed out that a remarkable elongation of the microstructure was observed. These conditions render this material particularly prone to intergranular corrosion. Presence of chlorine ions have been found on the device. These chloride ions may result from detergent used for decontamination and typically promote and accelerate corrosion. Orthofix failure analysis can conclude that the breakage of the device involved could be mainly attributable to a stress corrosion cracking, due to the type of detergent used to decontaminate the device. Medical evaluation: the information made available on the case, was sent to our medical evaluator. Please find below an extract of the medical evaluation: "we know very little about this event because the complaint report is not clear. I agree with the need for additional information. However, what we do know is that the fixator broke while it was on the patient." "The technical evaluation of the failed components in these two incidents shows clearly that the devices contained chlorine ions when evaluated. This is only possible if they have been cleaned / sterilised after using an alkaline solution with free halogen radicals. The devices are made of an aluminium alloy which is very stable and has favourable mechanical characteristics, allowing it to be reused on different patients, as happened in these cases. However, it is absolutely critical that the instructions for the reprocessing of these devices are followed as set out in pq_isp. If alkaline liquids are used which contain free halogen ions, the structure of the devices becomes less stable and less suitable for the designated indications. In both of these events the devices have failed because of incorrect processing which resulted in chemical reactions in the surface of the devices leading to mechanical breakdown. The correct processing procedures have been published for many years and if followed allow for safe re-usage of these devices." Final comments: the results of the technical evaluation can conclude that the breakage of the device involved could be mainly attributable to a stress corrosion cracking due to the type of detergent used to decontaminate the device. The medical evaluation evidenced as follows: "the technical evaluation of the failed components in these two incidents shows clearly that the devices contained chlorine ions when evaluated. This is only possible if they have been cleaned / sterilised after using an alkaline solution with free halogen radicals. The devices are made of an aluminium alloy which is very stable and has favourable mechanical characteristics, allowing it to be reused on different patients, as happened in these cases. If alkaline liquids are used which contain free halogen ions, the structure of the devices becomes less stable and less suitable for the designated indications. In both of these events the devices have failed because of incorrect processing which resulted in chemical reactions in the surface of the devices leading to mechanical breakdown. " based on the evidences deriving from the technical evaluation, orthofix (B)(4) can assume that some precautions listed in the pq gal -orthofix galaxy fixation system instruction leaflet may not have been observed. Please find below an extract of the applicable document, ref: pq gal section "cleaning, sterilization and maintenance": aluminium based instruments are damaged by alkaline (ph>7) detergents and solutions; anodised coating is damaged by detergents with free halogen ions or sodium hydroxide; detergents and disinfectants with fluoride, chloride, bromide, iodide or hydroxyl ions must not be used. Orthofix would like to remind the importance of strictly following the instruction reported on cleaning and sterilising the product. Orthofix (B)(4) has requested further information on the event, to the distributor, such as patient's information, surgery description, information on patient current health condition, if the fixator removed was replaced, if the patient was already at the end of the treatment, treatment outcome. Unfortunately no further details were provided. Based on the results of the technical evaluation, and on the evidences deriving from the medical evaluation, orthofix (B)(4) can conclude that the event occurred may be mainly attributable to a corrosion process due to the substances (containing chlorine) used for cleaning or decontaminating the device. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); surgeon name: dr. (B)(6); date of surgery: (B)(6) 2016; body part to which device was applied : elbow; problem observed during: clinical use on patient / intraoperative; type of problem: device functional problem; event description: while putting the screw for closing strut at humerus, galaxy elbow fixator broke; fixator was already at patient, surgery was only performed for starting movement. Flexion screw was opened, then fixator broke. After break down of fixator, the fixator was merely removed. The complaint report form indicates: the device failure did not cause adverse effects to patient; the surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; copies of the operative report are not available; copies of the xrays images are not available. (B)(4).